Event description:
The customer reported the battery is low even though fully charged. This was observed in testing.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.